Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, the reported event could not be confirmed. The clinical/medical team concluded, the root cause of the reported revision for abductor tear and heterotopic ossification cannot be concluded. The revision for elevated cocr levels and acetabular loosening are consistent with findings associated with metal debris. However, without the supporting lab/pathology results, radiographs, and/or the analysis of the explanted components, the root cause of the reported symptoms noted in the legal claim cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. No conclusion can be made regarding the patient¿s vision. The patient impact beyond the revision and post-operative healing cannot be determined. No further clinical assessment is warranted at this time. Infection is a potential complication associated with any surgery. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual device involved our investigation cannot proceed.

Event description:
It was reported that right hip revision surgery was performed due to septic tha status and infection.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the root cause of the reported revision for abductor tear and heterotopic ossification cannot be concluded. The revision for elevated cocr levels and acetabular loosening are consistent with findings associated with metal debris. However, without the supporting lab/pathology results, radiographs, and/or the analysis of the explanted components, the root cause of the reported symptoms noted in the legal claim cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. No conclusion can be made regarding the patient¿s vision. The patient impact beyond the revision and post-operative healing cannot be determined. No further clinical assessment is warranted at this time. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.